Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they could not push the insulin with the reservoir. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump performed pump manual prime saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.